Manufacturer narrative:
Conclusion: this unit had a manufacturing issue in which the screw that allows for the proper function of position 2 was not properly engaged with the clasp body.

Event description:
Case report from (B)(6) reported as: "to deploy the stent graft, doctor select position 2 and start deploying. But could not deploy the graft, and then try to remove the system but could not pass the iliac artery. Again doctor try to deploy the graft at target zone and he found the stainless rod was moving with grey handle in position 2. So assistant operator hold the stainless rod not to move backward and doctor pull the grey grip in position 2. This time graft could deploy and finished the operation. Outcome of the patient: the procedure was done successfully. It seemed there was no health injury caused by the incidence."